Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This same event is also being reported on a second suspect medical device in manufacturer report 3008344661-2018-00103.

Event description:
The customer observed a (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6). The confirmatory results: (B)(6). There was no impact to patient management reported.